Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated he had disconnected to use bathroom and forgot to press stop. The hp stated he also reconnected to machine before the alarm occurred. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided because the product code and lot number are unknown. Should additional information become available, a follow up MDR will be sent.

Event description:
A (B)(6) home patient (hp) contacted baxter to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain. The hp stated he had disconnected to use the bathroom and forgot to press stop. The hp further stated he reconnected before the alarm occurred. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm and advised the hp to disconnect. The hp confirmed to remove the cassette. The tsr explained se 2240 indicates a large amount of air has entered setup and advised the hp to contact his nurse. The hp confirmed to complete therapy with a manual exchange. No patient injury or medical intervention was reported.